Manufacturer narrative:
One (1) tapered screw vent implant was returned. A visual inspection of the received product revealed moderate wear and bone tissue attachment about the threaded region and in the drive feature. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Warnings: surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause bone loss, patient injury, pain and implant failure. Zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. Implants placed at unsuitable angles relative to existing dentition or multiple implants placed at convergent/divergent manner can result in complex restorations that may overload implants, potentially leading to implant failure (including fracture). A thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. The risk management file for the product was also reviewed and the following information was identified: risks associated with the reported device are outlined in risk management file rm-002g3 revision 2 ¿tapered and straight screw vent implants with mtx surface¿. This file describes the mechanism of failure as patient specific on a case by case basis, with an occurrence rate of ¿occasional¿. Probable causes could not be determined for this complaint. No deviations were identified through the investigation performed that may have contributed to the condition the patient experience in this event. UDI (B)(4).

Manufacturer narrative:
The PMA k011028/k013227. The device was requested but has not been returned to manufacturer.

Event description:
Dr. Indicated (B)(6) 2016 implants were placed on tooth sites #16 and #17 with sinus elevation. After 3 months, it was observe that implant at tooth site #17 had failed to integrate and relocated into the sinus. The implant was removed on (B)(6) 2016.

Manufacturer narrative:
Product received, investigation in progress.